Event description:
It was reported that when attempting to implant this lead and after positioning the lead into the heart, it was found that high capture thresholds and loss of capture was seen in the unipolar configuration. An attempt was made to reposition the lead by retracting the helix, but despite rotating the helix more than thirty times the helix did not retract. The lead was then removed by rotating the lead body itself with the helix not fully retracted. After removing the lead additional rotation were needed to fully retract the helix. A new lead was used. This lead was expected to be returned. Should the lead be returned for analysis this investigation will be updated. No adverse patient effects were reported.

Event description:
It was reported that when attempting to implant this lead and after positioning the lead into the heart, it was found that high capture thresholds and loss of capture was seen in the unipolar configuration. An attempt was made to reposition the lead by retracting the helix, but despite rotating the helix more than thirty times the helix did not retract. The lead was then removed by rotating the lead body itself with the helix not fully retracted. After removing the lead additional rotation were needed to fully retract the helix. A new lead was used. This lead was expected to be returned. Should the lead be returned for analysis this investigation will be updated. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observation of high capture threshold and failure to capture based on normal lead resistance testing. The helix difficulty allegation was confirmed as there was dried blood/body fluid in the helix mechanism.